Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A surgeon reported that there was no response from the left switch on a footswitch during a procedure. The surgery was completed with the same equipment. There was no pt harm.